Manufacturer narrative:
The product analysis result indicates that blade is not rotating at all and unable to perform temperature test. Connector has dent and thumb wheel jammed. Hipot test failed, motor cable assembly found faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device overheated pre op. There was no patient involvement. Upon follow up it was stated that the device overheated with in a minute. The procedure was completed by a back up device. There was almost 30 minutes of procedure delay where in conventional instruments were used but no patient impact.